Event description:
It was reported that since the first fitting the pt hasn't had good hearing capability with his vibrant soundbridge and therefore poor benefit. He nearly heard only swooshing sound. After awaiting some period of time to get used to the device and after several fittings, it was assumed due to an otoscopic observation, that the fmt touched the tympanum and therefore the problems occur. On (B)(6), 2010, the pt underwent surgery. The fmt should have been repositioned from the incus to the round window. But as a lot of tissue had grown around the cable, this vibrant soundbridge was explanted and the pt was reimplanted with another one during the surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.